Manufacturer narrative:
Additional contact: (B)(6). Occupation: product complaint analyst.

Event description:
Information was received indicating that a smiths medical cadd legacy plus pump had a "no disposable, clamp tubing" error. Upon restart, the pump had "no disposable, won't run" alarms. The cassette was removed, flat spots were observed and the cassette tubing was massaged. There were no air bubbles, the cassette was attached, but the alarms returned upon restart. The residual volume was 8.7ml at a rate of 2.2 and the patient had received 91.3ml. There was no patient injury.